Event description:
The manufacturer received information alleging there was an issue with solenoid valve from a trilogy evo device was returned to the philips investigation lab (pil) for evaluation. The service technician performed the pre-check active exhalation verification test step using the solenoid valve that was returned for investigation, when the active exhalation verification test step had failed. The device was not in use on a patient at the time of the occurrence. During the evaluation by the pil, it was noted this was indicative of internal contamination of the solenoid valve which had caused the pre-check active verification test step to fail on the device. The root cause is confirmed at this time.